Event description:
A complaint was received indicating an unspecified lower scan while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced shaking and sweating and had a loss of consciousness. Hcp contact was made and the customer was provided with antibiotics, cefdinir, and an injection of glucose for treatment due to a blood glucose test of 8 ml/dl obtained on the hcp meter. The customer was diagnosed with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 53 mg/dl compared to a blood glucose test of 231 mg/dl obtained on the adc meter, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.